Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion code (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to and mesh was implanted. Concomitantly the patient underwent a bilateral salpingo-oophorectomy and vaginal hysterectomy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat uterine prolapse, cystocele, and rectocele. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, dyspareunia and neuromuscular problems. No additional information is provided at this time. (B)(4) - urinary/bowel problems; undefined recurrence; dyspareunia; neuromuscular problems.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency.

Event description:
Details: it was reported that following insertion the patient experienced urinary frequency.

Manufacturer narrative:
(B)(4).